Event description:
It is reported that the articular surface would not snap into the baseplate. A different articular surface was used.

Manufacturer narrative:
Evaluation summary: the articular surface exhibits a compressed dovetail feature and heavy gouges and indentations on the underside of the device. This indicates that the articular surface did not properly slide under the male dovetail on the tibia plate. This may indicate that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is possible that the problems encountered are related to surgical technique: however, more information would be needed to conclusively make that determination. Evaluation: device history records indicate all components were manufactured and inspected to specification.